Event description:
It was reported that the patient had bilateral leg weakness resulting in 'in-patient hospitalization'. Results of blood/laboratory samples and CT scans were not reported (dates not provided). The patient recovered without sequelae. A follow-up report will be sent when additional information becomes available.